Event description:
It was reported via clinic noted that the pt's mother had called 8 months ago indicating that the pt was experiencing an increase in facial seizures. She reports that the pt wakes up with facial twitching and the vns magnet does not abort the seizures. It was also noted in clinic that the vns device was at end of a service. Per pt's mother, the seizures are under such good control now and they are afraid of anesthesia, so they do not know of they will undergo replacement surgery. Further info reveals that the pt underwent generator replacement surgery on (B)(6) 2011. Attempts for further info have been unsuccessful to date.